Event description:
On (B)(6) 2016, it was reported that the patient experienced elevated blood glucose levels over 30 mmol/l (540 mg/dl) and was taken to the hospital. On (B)(6) 2013, the patient was experiencing elevated blood glucose levels and she changed the infusion device accessories. When she got home from school her blood glucose levels were still elevated and she changed the accessories again. She ran a test and found her ketones to be over 30, that is when she went to the hospital. She was given injections of insulin at the hospital. She was released from the hospital that same night. The following two days she continued to have elevated blood glucose levels even after changing the accessories again. The infusion device did not display e4 (occlusion error) during the episodes of elevated blood glucose. The patient thinks the infusion device does not deliver insulin properly. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.